Event description:
It was reported by the affiliate that during an unknown procedure, the staples would not hold. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
Date sent: 11/24/2008. Information anticipated, but unavailable at this time.